Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6). Added here due to character limitation in respective field.

Event description:
It was reported the rigid endoscope telescope had a visible white spot that was preventing visibility during surgery. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: d9. Additional information: h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event could have resulted from the effects of a large mechanical force due to shock, fall or collision with other equipment. However, the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.